Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint reader was not working and cubies opening extremely slow. A field service engineer (fse) customer reported delayed system response requiring additional steps to open cubie pockets. Troubleshooting with pyxidiag identified interference from pocket 17 in zone 3. All six double-wide pockets exhibited slow lid operation, while other pockets functioned normally. Customer removed the faulty pocket via medbank dispensing software and has requested a service swap, citing slow software and hardware performance. This unit is noted as the last remaining legacy cabinet in their fleet. Customer reported multiple scanning attempts required to log in via biometric identifier (bio ID). The bio ID lens was inspected and found to be in functional condition. Nursing staff were advised to avoid using alcohol-based cleaners on the lens, and best practices were reviewed specifically, warming and moistening fingertips by rubbing them together prior to scanning. The uru4500 bio ID scanner was in use, and users are currently able to log in successfully. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the fingerprint reader was not working, and cubies were opening extremely slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.